Event description:
It was reported that the user experienced elevated blood glucose after changing diabetes supplies while using the ilet system, and an agent reviewed supply-change steps with the user who confirmed correct technique; the agent recommended changing the 23-inch infusion set, after which the user observed a downward trend in glucose and planned continued monitoring with infusion set replacement if improvement did not continue. Symptoms included hyperglycemia. Outcomes included troubleshooting and education with user-directed monitoring and potential infusion set change, without hospitalization. Investigation included a user interview and product-use review. Investigation of this case revealed no confirmed device malfunction and a cause that remained unclear, with a possible contribution from infusion set performance or site-related factors. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.